Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the reservoir would not stay in the reservoir chamber. The customer observed damage to the reservoir chamber, the cause of which she did not know. The blood glucose reading was 400 mg/dl. She stated that she screwed the reservoir in the chamber but it would not stay put. She advised that her blood glucose levels were high because she had not been receiving any insulin; she noted that she treated by relaxing and sitting down. She also noted that she experienced a low blood glucose reading of 78 mg/d, which was treated with juice. She reported that she generally had low blood glucose in the morning. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.